Event description:
It was reported that the right ventricular (rv) lead impedance continues to gradually rise and the threshold has also increased. The rv output was increased and the lead will be monitored at one month intervals to determine if impedance and rv thresholds stabilize. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, (B)(6) 2009. (B)(4).